Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high pacing impedance out of range on the right ventricular (rv) lead. The device trigged a red alert. Technical services (ts) was consulted, and no noise was noted. The device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high pacing impedance out of range on the right ventricular (rv) lead. The device triggered a red alert. Technical services (ts) was consulted, and no noise was noted. The device remains in service. No adverse patient effects were reported.